Manufacturer narrative:
The aware date should be 03-jan-2024.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. The physical device evaluation has been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and no bacteria detected. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The root cause of the event could not be determined. Based on the facts obtained during the investigation, it cannot be determined whether there is a relationship between the device and the detection of bacteria. Additionally, the evaluation found: the distal end was deformed; the adhesive on the bending section cover was worn; due to wear of the forceps elevator lever, up/down knob cannot be locked securely; due to wear of the angle wire, the bending angle in up direction did not meet the standard value and the ultrasonic probe was loose. No information to judge deviation from instruction for use (IFU) was confirmed from review of reprocessing steps provided from the user. IFU states as follows: chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor complaints for this device. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
It was reported that the gastrovideoscope was used for one procedure during the wait for hygiene microbiocidal investigation (hmi) result. According to the customer 5 diagnostic procedures took place. Additional information of the reported event has been requested. There were no reports of patient harm. This report is related to and linked patient identifier (B)(6).